Manufacturer narrative:
The insulin pump was received with an intermittent blank display, due to a corroded battery cap contact.

Event description:
The customer's mother reported a blank display. Troubleshooting was performed, and the display remained blank. Nothing further was reported.